Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was previously reported the product was returned, the product was not returned. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent total knee arthroplasty. Subsequently, the patient underwent a revision due to stiffness and instability.

Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 3002806535-2017-00064. (B)(4). Concomitant medical product - vngd ssk 360 femur r 67.5 catalog# 185265 lot# 3636273, bmt smooth knee stem 14x80 catalog# 145024 lot# 934030, vg da 360 o/s tib tray cocr 67 catalog# 161429 lot# 3582208, biomet smooth knee stems 12 x 40 catalog# 145002 lot# 378490, bmt 360 2.5 mm offset adapter catalog# 185210 lot# 827040. Therapy date - ni. (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted this product is not cleared for distribution in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k093293. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient has planned a revision due to instability and stiffness.